Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was identified the electromagnetic (em) box had failure codes and the em emitter was not tracking. No hardware parts were replaced during the initial visit to the site. During the second visit to the site, a hardware part was replaced. It was unclear if the issue was resolved following the part replacement. The field generator was returned for analysis. The issue could not be replicated. The field generator was tested for 24 hours and and tracking remained constant throughout the duration of testing. Concomitant medical products: other relevant device(s) are: product ID: 9733320, serial/lot #: (B)(4), ubd: unknown , UDI#: unknown: (B)(4).product ID: 9733320rpend, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that there was intermittent tracking after verification. The representative (rep) believed this could be related to the emitter. The rep reported the surgeon was very frustrated with the intermittent tracking and was worried about using the system for upcoming cases. There was a delay of less than an hour and no patient impact. Additional information received later on the same day indicated there were different issues. The electromagnetic (em) interface codes were pointing to the emitter and there was an intermittent 'localizer not detected' error message. The axiem box was to be replaced first and if the issue was not resolved, the emitter would be replaced. Additional information received approximately a week later indicated the issue was resolved by aborting the use of navigation. The cause of the reported issue was unknown.

Manufacturer narrative:
Correction: updated to include all analysis findings during system checkouts the integrated 4 port network was also replaced. The integrated 4 port network was also returned for analysis. During testing no failure was found. Applicable codes for analysis fdm: b01; fdr: c19; fdc: d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.